Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 23-26 mmol/l when admitted. It was stated that the customer was unable to lower her glucose level and seek medical attention. Troubleshooting was performed. The programming on the insulin pump was ok. Ran a fixed prime test while disconnected and the test passed. The customer mentioned that the device case has cracks at the reservoir holder. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.